Event description:
Information received via a journal article indicates a patient experienced visual discomfort, abnormal reflections in the form of flashing lights, streaks, or rays of light in the left visual field following intraocular lens (iol) implantation in 1998. Patient also experienced left temporal darkness, especially in the morning. Symptoms were unaffected by corrective lenses. In 1998 the patient had 2 superior radial mini-refractive keratectomies to correct the myopic effect, but was unsuccessful. Approximately one month later, a customized photorefractive keratectomy ablation was performed to re-profile the corneal shape to an ideal computer-calculated topographic contour. Postoperatively, visual acuity was 20/16, but the light phenomena persisted. In 2000, the lens was removed and replaced. The lens exchange was successful and the dysphotopsia resolved.